Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that decreased sensing, increased thresholds and decreased hv lead impedance were observed. Lead was capped and replaced. Patient condition was good after the event.